Event description:
It was reported that bd micro-fine¿ insulin syringe needle had foreign matter in the syringe. The following information was provided by the initial reporter: there is liquid in the syringe.

Manufacturer narrative:
H.6. Investigation: customer returned (2) 3/10cc, 8mm, 30g syringes in an open poly bag from lot # 8204659. Customer states that there is liquid in the syringe. Both returned syringes were examined and no liquid or any other foreign matter was observed in either of the syringes. Also, no liquid or any other foreign matter came out of the cannula when fully depressing the plunger rod of either of the samples. A review of the device history record was completed for batch# 8204659. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were three (3) notifications [200773044, 200773045, 200772716] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿ insulin syringe needle had foreign matter in the syringe. The following information was provided by the initial reporter: there is liquid in the syringe.